Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03193.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR.. Report :1627487-2019-03193. It was reported patient experienced ineffective coverage of stimulation . To address this issue a surgical intervention was done on (B)(6) 2019 where the physician explanted and replaced both of patients lead. Patient had good coverage and effective therapy was established after the lead replacement.